Event description:
It was reported that during a discectomy procedure, two pituitaries were broken. One was broken on the shaft and the other was at the distal tip.

Manufacturer narrative:
(B)(4). The instruments were not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Two pituitaries with the same product and lot numbers were used intra-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.